Manufacturer narrative:
Based on the findings, service determined that the proximate cause of the reported issue was due to mechanical failure of the lvp mech assembly 8100. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device was a priority 2 lvp recall. No patient involvement was reported. Lvp bezel post recall completed by service depot.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was a priority 2 lvp recall. No patient involvement was reported. Lvp bezel post recall completed by service depot.